Event description:
Treatment of an unruptured aneurysm located in the right ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (4mm x 10mm) could not be released form the capture coil. The pushwire was rotated clockwise and broke in the process. The pipeline, pushwire, and broken pushwire segment were all removed from the patient. A second pipeline (4.25mm x 10mm) was advanced to the lesion and also could not be released from the capture coil despite rotating the pushwire. The second pipeline was removed from the patient by trapping the pipeline braid between the capture coil and the catheter. No patient injury was reported as a result of the procedure. Same event as MDR # 2029214-2015-00032.

Manufacturer narrative:
The marksman catheter and pushwire were returned without the pipeline as it was discarded. The pushwire was found broken into two segments at approximately 173cm from the proximal end. Cross sectional analysis of the break surface indicated that the failure mode was due to torsional overload. The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. All devices are 100% inspected for damages and irregularities during manufacture. Pushwire separation. (B)(4).